Event description:
Revision surgery - due to the patient falling and dislocating.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated. The previous surgery and the revision detailed in this investigation occurred 6 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. There were no non-conforming material reports (ncmrs)associated with the product that may have contributed to a dislocation. The device and was within it's respective expiration date at the time of use during the previous surgery. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The root cause of this complaint was a revision surgery due to dislocation. There are multiple factors that may contribute to the dislocation that are outside the control of (B)(4) are loose joint from inadequate soft tissue, patient activities or trauma. The agent has clearly mentioned that patient fell and dislocated and it seems that the patient didn't followed doctor's instructions and post-operative procedures. No additional information was submitted with the complaint regarding pre-existing conditions of the patient that may have contributed to the dislocation and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.